Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge jumped up from 85% to 100% after being disconnected from a power source multiple times. In addition, the pump battery depleted from 70% to 25% while connected to a power source on the day of the report. The customer also received a power source alert after plugging the pump into a wall outlet. Reportedly, the pump began charging following the alert. The customer's blood glucose level was 108 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.